Event description:
It was reported that the atrial lead impedance has been trending downward steadily as well as the sensing value. The device was reported to be decreasing in voltage faster then expected. Both the device and lead remain in use for now. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.